Event description:
It was reported that during a thyroidectomy procedure, the device stopped working. It did not give an error code. Prior to it stop working it was shredding the tissue pad. The pieces were falling into the patient, they were suctioned out. A new device and hand piece was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.